Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) device was removed and replaced due to fluid loss and inflation issues. No patient complications were reported.